Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the atrial lead was functioning normally on (B)(6) 2024. The patient began having hiccups a few days later and presented for a follow up in clinic to see their physician as the hiccups wouldn't go away. The physician was unsure how to address the issue. On (B)(6) 2024 the patient was seen by a cardiology nurse practitioner who recognized the issue as being lead related. No capture was observed on the right atrial (ra) lead. The ra lead was programmed off. A chest x-ray confirmed the ra lead was dislodged. The patient was stable prior, during and post procedure.